Event description:
The law suit states, on or about 11/14/94 a pt underwent a periaortic lymphadenectomy a spark occurred from the electrocautery unit and/or electrocautery unit grounding pad which caused a wrent in the plexus of the vein in the obturator fossa. As a result, the plaintiff suffered bleeding which complicated her surgery and resulted in nerve damage. The plaintiff now suffers from conduction block involving the peroneal nerve and peroneal palsy.